Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential pt safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was rec'd on (B)(4) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber broke 34.25 inches from the connector, towards the knob. The fiber was not used. The root cause of the device failure was determined to be a possible mfg defect due to excessive bending. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber had a kink in it from the packaging; the fiber had a possible break at 0 joules. Per the customer, the fiber was not used. A failure analysis, conducted by an american med systems quality engineer, disclosed that the fiber broke 34.25 inches from the connector, towards the knob.